Event description:
The customer reported a trigger detection failure on the alinity I processing module. It was noted that the level sensor was broken. A review of historical data found that the alinity I processing module had also generated error code 1196. There was no reported impact to patient management.

Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation; continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.